Event description:
It was reported that the shock lead impedance measurement of this right ventricular (rv) lead had reached 155 ohms, which was high out of range. Technical services (ts) recommended commanded shock test which was later performed as well as an additional defibrillation threshold (dft) test. The physician reprogrammed the system and will continue to monitor. No adverse patient effects were reported. Currently, this lead remains in service.